Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer experienced a malfunction alarm identified as malf 16. The customer's blood glucose (bg) level subsequently increased to 522 mg/dl. The customer took corrective action by administering a correction injection using multiple daily injections (mdi). There was no injury and no ketones were present. Technical support assisted the customer with resetting the pump, but as the malfunction recurred, a replacement pump was arranged. The customer reverted to an alternate method of insulin therapy.